Event description:
Siemens was notified on (B)(6) 2012, that several portal images that require a review arrive in mosaiq with a status of "review not required." These portal images are not added to the review list, which may cause them to be overlooked by the physicians. As per the customer, "in checking the affected portals it was found that those images have been sent unfiltered by the rtt. Apparently, unfiltered images are not marked for review in mosaiq, which is correct behavior since the image quality of unfiltered images is not sufficient for review." There is no report of mistreatment or injury to a pt. However, the user finds the reported issue to be critical that the images may be overlooked during review. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012. This is a known issue of rt therapist in processing images that are acquired for documentation purposes only. The images still exist on the rt therapist and can be transferred manually, which should be added to the workflow. The pt treatment is not affected as images of position verification beams are transferred automatically as intended. The reported issue will be resolved in a future software release.